Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported implant came with mobility and noticed that the implant was fractured and removed it. Also its prosthic screw was fractured. Other implant placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two imp,tsv,4.1mm,sbm,8 (tsv4b8) were returned for investigation. Visual evaluation of the as returned product identified significant damage and fracturing at the collar. Bone debris presented on the outside threads of the implant. Additionally, part of fractured screw stuck in the implant drive feature. Device history record (DHR) reviews were completed for the subject lot numbers 1230699 and 1230701. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (1230699 and 1230701) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.